Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of true metrix (70mg/dl) and another meter (94mg/dl) and results obtained of 70mg/dl. The customer's expected fasting blood glucose test result range is 100 to 145mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called with a meter comparison with the embrace meter and the true metrix meter. Customer states that the true metrix is reading 24 points lower than the embrace meter. Customer obtained 70mg/dl with true metrix and felt no symptoms. Customer tested 2 minutes later with his embrace meter and obtained 94mg/dl. Customer barely uses his true metrix meter due to inaccurate results months ago. Customer has ran out of strips for embrace meter and now has to use true metrix. Customer ran a control test and obtained 43mg/dl and states true metrix meter is still inaccurate. Customer stated he was storing test strips in his closet bathroom .